Event description:
This device was implanted on (B)(6) 2008 and explanted on (B)(6) 2012 due to an unknown product performance issue. The procedure took place at (B)(6) medical center with dr. (B)(6). Additional information received 6/14/12 states that the patient had diaphragmatic stimulation and the device did not have a vector to reprogram to. A new device was implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).